Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced elevated power post op to 9-10 watts. The pt was treated with high intensity heparin. A CT of the chest revealed a kink of the outflow cannula. The pt also sustained a small subarachnoid hemorrhage. Pt was taken to the operating room on (B)(6)-2011 for revision of the outflow graft. Surgeon removed about one inch of the graft, as it was left too long and sewed the graft back together in an end to end fashion. Post revision, flow 5.5, speed 8800, pi 5.2, pwr 6.2.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issue. No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.